Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was unable to charge the ins for about two months and they noted that it was working perfectly until they were unable to charge. They denied any external factors that lead to the battery not charging. The representative met up with the patient on the day of the battery replacement and tried to read the battery pre-op but were unable to. The ins was replaced and the issue was resolved. No further complications reported.